Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation procedure (date unk). During the procedure, the tenaculum stabilizer (clamp) inadvertently detached from the sheath, however, the physician continued the procedure. Upon completion of the procedure, the physician noticed that the sheath was not positioned correctly. The physician re-positioned the sheath and repeated the entire procedure. Post procedure, the patient presented with a second degree burn on her cervix. The physician applied a topical antibacterial cream (silvadene) and administered oral antibiotics (unknown type). During a follow up visit, it was noted that the patient is healing and suffered no other complications, due to this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The june 2007 15-month hta procedure set complaint trent report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals 56 complaints reported in the month of april 2007, 68 complaints reported in the month of may 2007, and 75 complaints reported in the month of june 2007. A CAPA has been initiated to further investigate this issue. A ship history record review is in progress.